Event description:
It was reported that the pt had a micl13.2 implantable collamer lens implanted in the left eye in 2006. As part of the study, the pt reported a development of a cataract and problems with the cornea. Further info was requested from the surgeon's office but not yet received. A supplemental medwatch will be submitted if any additional info is retrieved.

Manufacturer narrative:
Eval results: the work order search was conducted and there were no similar complaints found.